Event description:
It was reported the right atrial (ra) lead was fractured. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2005. Product ID: a 5068 implantable pacing lead, implanted: (B)(6) 1999. (B)(4).